Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.